Event description:
A remstar auto a flex device was returned to a third party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device at the third party service center the foam particles were found inside the blower kit and blower foam degradation was noted. Additionally, the service technician observed error e33 err_comp_log_sem_timeout on the device log and a dirt contamination was present. The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and or product malfunction.